Event description:
Dental implant was explanted due to loss of osteointegration. The doctor indicated that the pt has a history of alcohol abuse and poor follow-up cooperation. Poor oral hygiene and periapical radiolucency (bone loss) were noted.